Event description:
It was reported that an artificial urinary sphincter (aus) was implanted in the patient who had an existing sling device. The reason for the aus implantation was no provided. The sling device is not expected to be returned. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Investigation results: as the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. An overall investigation conclusion code of known inherent risk of device was chosen as the reported adverse event is known and documented in the labeling. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that an artificial urinary sphincter (aus) was implanted in the patient who had an existing sling device. The reason for the aus implantation was no provided. The sling device is not expected to be returned. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted. It was further reported that the patient underwent the procedure due to stress urinary incontinence. It was also reported that the patient experienced increased incontinence after the implantation of the aus. The patient underwent an aus revision surgery on (B)(6) 2018.